Event description:
This pertains to two of three speedband superview super 7 devices used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the trip wire of three separate devices broke, making them unusable. There was no difficulty setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.